Manufacturer narrative:
B5: DESCRIBE EVENT OR PROBLEM - UPDATED.

Event description:
DURING A PULSED FIELD ABLATION FOR ATRIAL FIBRILLATION/RADIOFREQUENCY ABLATION FOR ATRIAL FLUTTER A FARAWAVE 2.0 AND FARADRIVE STEERABLE SHEATH WAS SELECTED FOR USE. VASCULAR ACCESS WAS OBTAINED AT 12:00 VIA THE RIGHT GROIN, AND A BOSTON SCIENTIFIC EP CORONARY SINUS CATHETER ALONG WITH A NON-BOSTON SCIENTIFIC ULTRASOUND CATHETER WERE INTRODUCED. A TRANSSEPTAL PUNCTURE WAS SUCCESSFULLY PERFORMED AT 12:13 USING THE VERSACROSS LARGE ACCESS SYSTEM, WHICH WAS THEN EXCHANGED FOR THE FARADRIVE SHEATH. AT 12:20, A NON-BOSTON SCIENTIFIC MAPPING CATHETER WAS ADVANCED THROUGH THE FARADRIVE SHEATH, AND ELECTROANATOMIC MAPPING WAS CONDUCTED UNTIL 12:26. THE NON-BOSTON SCIENTIFIC MAPPING CATHETER WAS THEN REMOVED, AND THE FARAWAVE PULSED FIELD ABLATION (PFA) CATHETER WAS INTRODUCED. ABLATION BEGAN AT 12:27, BEGINNING WITH THE LEFT SUPERIOR PULMONARY VEIN (LSPV) USING THE FLOWER CONFIGURATION. THIS INCLUDED FOUR FLOWER APPLICATIONS, FOLLOWED BY TWO ANCHOR AND FOUR BASKET APPLICATIONS. THE SAME SEQUENCE WAS APPLIED TO THE LEFT INFERIOR PULMONARY VEIN (LIPV). THEN THE POSTERIOR WALL WAS ABLATED WITH A TOTAL OF 12 PFA APPLICATIONS. THE PROCEDURE THEN PROGRESSED TO THE RIGHT SUPERIOR PULMONARY VEIN (RSPV), WHERE ABLATION WAS INITIATED IN THE FLOWER CONFIGURATION. AFTER THE SECOND APPLICATION IN FLOWER CONFIGURATION, THE PHYSICIAN WAS ROTATING THE FLOWER AND OBSERVED THE PATIENT WAS IN VENTRICULAR TACHYCARDIA (VT), WHICH ESCALATED INTO VENTRICULAR FIBRILLATION (VF). AN EXTERNAL DEFIBRILLATION SHOCK WAS DELIVERED AT 200 JOULES; HOWEVER, THIS WAS AN ERROR, AS THE INTENDED DOSE WAS 360 JOULES. A SECOND SHOCK AT 360 JOULES WAS ADMINISTERED WITHOUT SUCCESS, AND THE INITIATION OF CARDIOPULMONARY RESUSCITATION (CPR) STARTED. MULTIPLE ROUNDS OF EPINEPHRINE WERE ADMINISTERED. AFTER APPROXIMATELY 20 MINUTES THE ANESTHESIA NOTED THE PRESENCE OF BLOOD IN THE AIRWAY TUBE. IT WAS DETERMINED THAT THE PATIENT LUNG WAS INTERNALLY BLEEDING LIKELY DUE TO A PUNCTURE FROM THE CHEST COMPRESSIONS. THROUGHOUT THE ABLATION PROCEDURE, THE PATIENT EXPERIENCED THREE EPISODES OF SUPRAVENTRICULAR TACHYCARDIA (SVT), WHICH THE PHYSICIAN SUSPECTED TO BE ATRIOVENTRICULAR NODAL REENTRANT TACHYCARDIA (AVNRT). THE FIRST EPISODE SELF-TERMINATED, WHILE THE LAST TWO RESOLVED DURING PFA APPLICATION. THE PATIENT EXPIRED ON (B)(6) 2025. THE OFFICIAL CAUSE OF DEATH HAS NOT YET BEEN DETERMINED AND IS PENDING THE RESULTS OF A MEDICAL EXAMINER AUTOPSY. THE DEVICE IS NOT EXPECTED TO BE RETURNED, AS IT IS CURRENTLY BEING RETAINED BY THE FACILITY. ADDITIONAL INFORMATION REVEALED THAT AN AUTOPSY WAS NOT CONDUCTED. INTRACARDIAC ECHOCARDIOGRAPHY (ICE) WAS PERFORMED USING AN ACCUNAV 8FR CATHETER. WALL MOTION ASSESSMENT WAS NOT AVAILABLE. NO ST SEGMENT ELEVATION OR DEPRESSION WAS OBSERVED PRIOR TO THE PATIENT EXPERIENCING VENTRICULAR FIBRILLATION (VF) ARREST. A BRIEF EPISODE OF SUPRAVENTRICULAR TACHYCARDIA (SVT) WAS NOTED PRIOR TO THE ABLATION PROCEDURE. THE PATIENT HAD A DOCUMENTED HISTORY OF UNDERGOING CARDIAC CATHETERIZATION.

Event description:
DURING A PULSED FIELD ABLATION FOR ATRIAL FIBRILLATION/RADIOFREQUENCY ABLATION FOR ATRIAL FLUTTER A FARAWAVE 2.0 AND FARADRIVE STEERABLE SHEATH WAS SELECTED FOR USE. VASCULAR ACCESS WAS OBTAINED AT 12:00 VIA THE RIGHT GROIN, AND A BOSTON SCIENTIFIC EP CORONARY SINUS CATHETER ALONG WITH A NON-BOSTON SCIENTIFIC ULTRASOUND CATHETER WERE INTRODUCED. A TRANSSEPTAL PUNCTURE WAS SUCCESSFULLY PERFORMED AT 12:13 USING THE VERSACROSS LARGE ACCESS SYSTEM, WHICH WAS THEN EXCHANGED FOR THE FARADRIVE SHEATH. AT 12:20, A NON-BOSTON SCIENTIFIC MAPPING CATHETER WAS ADVANCED THROUGH THE FARADRIVE SHEATH, AND ELECTROANATOMIC MAPPING WAS CONDUCTED UNTIL 12:26. THE NON-BOSTON SCIENTIFIC MAPPING CATHETER WAS THEN REMOVED, AND THE FARAWAVE PULSED FIELD ABLATION (PFA) CATHETER WAS INTRODUCED. ABLATION BEGAN AT 12:27, BEGINNING WITH THE LEFT SUPERIOR PULMONARY VEIN (LSPV) USING THE FLOWER CONFIGURATION. THIS INCLUDED FOUR FLOWER APPLICATIONS, FOLLOWED BY TWO ANCHOR AND FOUR BASKET APPLICATIONS. THE SAME SEQUENCE WAS APPLIED TO THE LEFT INFERIOR PULMONARY VEIN (LIPV). THEN THE POSTERIOR WALL WAS ABLATED WITH A TOTAL OF 12 PFA APPLICATIONS. THE PROCEDURE THEN PROGRESSED TO THE RIGHT SUPERIOR PULMONARY VEIN (RSPV), WHERE ABLATION WAS INITIATED IN THE FLOWER CONFIGURATION. AFTER THE SECOND APPLICATION IN FLOWER CONFIGURATION, THE PHYSICIAN WAS ROTATING THE FLOWER AND OBSERVED THE PATIENT WAS IN VENTRICULAR TACHYCARDIA (VT), WHICH ESCALATED INTO VENTRICULAR FIBRILLATION (VF). AN EXTERNAL DEFIBRILLATION SHOCK WAS DELIVERED AT 200 JOULES; HOWEVER, THIS WAS AN ERROR, AS THE INTENDED DOSE WAS 360 JOULES. A SECOND SHOCK AT 360 JOULES WAS ADMINISTERED WITHOUT SUCCESS, AND THE INITIATION OF CARDIOPULMONARY RESUSCITATION (CPR) STARTED. MULTIPLE ROUNDS OF EPINEPHRINE WERE ADMINISTERED. AFTER APPROXIMATELY 20 MINUTES THE ANESTHESIA NOTED THE PRESENCE OF BLOOD IN THE AIRWAY TUBE. IT WAS DETERMINED THAT THE PATIENT LUNG WAS INTERNALLY BLEEDING LIKELY DUE TO A PUNCTURE FROM THE CHEST COMPRESSIONS. THROUGHOUT THE ABLATION PROCEDURE, THE PATIENT EXPERIENCED THREE EPISODES OF SUPRAVENTRICULAR TACHYCARDIA (SVT), WHICH THE PHYSICIAN SUSPECTED TO BE ATRIOVENTRICULAR NODAL REENTRANT TACHYCARDIA (AVNRT). THE FIRST EPISODE SELF-TERMINATED, WHILE THE LAST TWO RESOLVED DURING PFA APPLICATION. THE PATIENT EXPIRED ON (B)(6) 2025. THE OFFICIAL CAUSE OF DEATH HAS NOT YET BEEN DETERMINED AND IS PENDING THE RESULTS OF A MEDICAL EXAMINER AUTOPSY. THE DEVICE IS NOT EXPECTED TO BE RETURNED, AS IT IS CURRENTLY BEING RETAINED BY THE FACILITY. ADDITIONAL INFORMATION REVEALED THAT AN AUTOPSY WAS NOT CONDUCTED. INTRACARDIAC ECHOCARDIOGRAPHY (ICE) WAS PERFORMED USING AN ACCUNAV 8FR CATHETER. WALL MOTION ASSESSMENT WAS NOT AVAILABLE. NO ST SEGMENT ELEVATION OR DEPRESSION WAS OBSERVED PRIOR TO THE PATIENT EXPERIENCING VENTRICULAR FIBRILLATION (VF) ARREST. A BRIEF EPISODE OF SUPRAVENTRICULAR TACHYCARDIA (SVT) WAS NOTED PRIOR TO THE ABLATION PROCEDURE. THE PATIENT HAD A DOCUMENTED HISTORY OF UNDERGOING CARDIAC CATHETERIZATION.

Manufacturer narrative:
B5: DESCRIBE EVENT OR PROBLEM - UPDATED. CORRECTION TO THE FOLLOW-UP 1 MDR IN BLOCK B2, H6.

Event description:
During a Pulsed Field Ablation for Atrial Fibrillation/Radiofrequency Ablation for Atrial Flutter a FARAWAVE 2.0 and FARADRIVE Steerable Sheath was selected for use. Vascular access was obtained at 12:00 via the right groin, and a Boston Scientific EP coronary sinus catheter along with a Non Boston Scientific Ultrasound Catheter were introduced. A transseptal puncture was successfully performed at 12:13 using the VersaCross Large Access system, which was then exchanged for the Faradrive sheath. At 12:20, a Non Boston Scientific mapping catheter was advanced through the Faradrive sheath, and electroanatomic mapping was conducted until 12:26. The Non Boston Scientific mapping catheter was then removed, and the Farawave pulsed field ablation (PFA) catheter was introduced. Ablation began at 12:27, beginning with the left superior pulmonary vein (LSPV) using the flower configuration. This included four flower applications, followed by two anchor and four basket applications. The same sequence was applied to the left inferior pulmonary vein (LIPV). Then the posterior wall was ablated with a total of 12 PFA applications. The procedure then progressed to the right superior pulmonary vein (RSPV), where ablation was initiated in the flower configuration. After the second application in flower configuration, the physician was rotating the flower and observed the patient was in ventricular tachycardia (VT), which escalated into ventricular fibrillation (VF). An external defibrillation shock was delivered at 200 joules; however, this was an error, as the intended dose was 360 joules. A second shock at 360 joules was administered without success, and the initiation of cardiopulmonary resuscitation (CPR) started. Multiple rounds of epinephrine were administered. After approximately 20 minutes the anesthesia noted the presence of blood in the airway tube. It was determined that the patient lung was internally bleeding likely due to a puncture from the chest compressions. Throughout the ablation procedure, the patient experienced three episodes of supraventricular tachycardia (SVT), which the physician suspected to be atrioventricular nodal reentrant tachycardia (AVNRT). The first episode self terminated, while the last two resolved during PFA application. The patient expired on (b)(6)2025. The official cause of death has not yet been determined and is pending the results of a medical examiners autopsy. The device is not expected to be returned, as it is currently being retained by the facility.Additional information revealed that an autopsy was not conducted. Intracardiac echocardiography (ICE) was performed using an AccuNav 8Fr catheter. Wall motion assessment was not available. No ST segment elevation or depression was observed prior to the patient experiencing ventricular fibrillation (VF) arrest. A brief episode of supraventricular tachycardia (SVT) was noted prior to the ablation procedure. The patient had a documented history of undergoing cardiac catheterization.

Manufacturer narrative:
Supplemental being sent with updates on:B5: Describe Event or Problem UpdatedCorrection to the Follow up 1 MDR in block B2, H6.Detailed product information was not provided to BSC. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.Investigation summaryThe device was not returned for analysis; therefore, a technical analysis could not be performed. There are two pictures attached to the complaint. There is a photograph of the electroanatomic mapping system was reviewed as part of the investigation. The image depicts catheter position within the left atrium during the procedure and does not demonstrate any apparent device related abnormalities. No conclusions regarding the cause of the reported events can be established from the image alone. The complaint record information was reviewed/investigated, however, the details provided did not lead to a clear conclusion of what caused the event.Risk Review: A risk review was performed. The reported ventricular tachycardia was reviewed as the primary clinical event. The ventricular fibrillation, cardiac arrest, and death are considered downstream events resulting from progression of the ventricular tachyarrhythmia. The reported hemothorax is considered secondary to chest compressions performed during cardiopulmonary resuscitation. Ventricular tachycardia and ventricular fibrillation are considered within the risk threshold of Arrhythmia, which identifies arrhythmia as a potential risk associated with mechanical stimulation of cardiac tissue by the device (Severity 4). However, although the ventricular tachycardia occurred during catheter manipulation, the available information does not establish that mechanical stimulation or any aspect of the FARADRIVE sheath initiated the arrhythmia.No additional review is required at this time. Device History Record (DHR) Review: The DHRs were reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required.Labeling Review: There is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Conclusion Code RationaleThe Cause Not Established cause code was selected for the reported ventricular tachycardia, ventricular fibrillation, cardiac arrest, arrhythmia, and death. During pulsed field ablation of the right superior pulmonary vein, the patient developed ventricular tachycardia, which rapidly progressed to ventricular fibrillation and cardiac arrest despite external defibrillation, cardiopulmonary resuscitation (CPR), and administration of epinephrine. The patient subsequently expired. Based on the available information, the underlying cause of the initiating ventricular tachycardia could not be established. The reported ventricular fibrillation, cardiac arrest, arrhythmia, and death are considered secondary to the ventricular tachycardia and are assigned the same Cause Not Established cause code. No device malfunction, performance issue, or manufacturing deficiency associated with the FARADRIVE sheath was identified.The Adverse Event Related to Procedure cause code was selected for the reported hemothorax. During resuscitative efforts, blood was observed within the airway, and the internal lung bleeding was determined to be due to a puncture sustained during chest compressions. Therefore, the reported hemothorax is considered secondary to the resuscitative procedure rather than the initiating clinical event.Based on the results of the investigation of this complaint, no escalation is necessary.

Manufacturer narrative:
IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC, AND AN ADDITIONAL COMPLAINT WAS CREATED FOR THE FARADRIVE SHEATH. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION.

Event description:
DURING A PULSED FIELD ABLATION FOR ATRIAL FIBRILLATION/RADIOFREQUENCY ABLATION FOR ATRIAL FLUTTER A FARAWAVE CATHETER AND FARADRIVE SHEATH WERE SELECTED FOR USE. VASCULAR ACCESS WAS OBTAINED AT 12:00 VIA THE RIGHT GROIN, AND A BOSTON SCIENTIFIC EP CORONARY SINUS CATHETER ALONG WITH A NON-BOSTON SCIENTIFIC ULTRASOUND CATHETER WERE INTRODUCED. A TRANSSEPTAL PUNCTURE WAS SUCCESSFULLY PERFORMED AT 12:13 USING THE VERSACROSS LARGE ACCESS SYSTEM, WHICH WAS THEN EXCHANGED FOR THE FARADRIVE SHEATH. AT 12:20, A NON-BOSTON SCIENTIFIC MAPPING CATHETER WAS ADVANCED THROUGH THE FARADRIVE SHEATH, AND ELECTROANATOMIC MAPPING WAS CONDUCTED UNTIL 12:26. THE NON-BOSTON SCIENTIFIC MAPPING CATHETER WAS THEN REMOVED, AND THE FARAWAVE PULSED FIELD ABLATION (PFA) CATHETER WAS INTRODUCED. ABLATION BEGAN AT 12:27, BEGINNING WITH THE LEFT SUPERIOR PULMONARY VEIN (LSPV) USING THE FLOWER CONFIGURATION. THIS INCLUDED FOUR FLOWER APPLICATIONS, FOLLOWED BY TWO ANCHOR AND FOUR BASKET APPLICATIONS. THE SAME SEQUENCE WAS APPLIED TO THE LEFT INFERIOR PULMONARY VEIN (LIPV). THEN THE POSTERIOR WALL WAS ABLATED WITH A TOTAL OF 12 PFA APPLICATIONS. THE PROCEDURE THEN PROGRESSED TO THE RIGHT SUPERIOR PULMONARY VEIN (RSPV), WHERE ABLATION WAS INITIATED IN THE FLOWER CONFIGURATION. AFTER THE SECOND APPLICATION IN FLOWER CONFIGURATION, THE PHYSICIAN WAS ROTATING THE FLOWER AND OBSERVED THE PATIENT WAS IN VENTRICULAR TACHYCARDIA (VT), WHICH ESCALATED INTO VENTRICULAR FIBRILLATION (VF). AN EXTERNAL DEFIBRILLATION SHOCK WAS DELIVERED AT 200 JOULES; HOWEVER, THIS WAS AN ERROR, AS THE INTENDED DOSE WAS 360 JOULES. A SECOND SHOCK AT 360 JOULES WAS ADMINISTERED WITHOUT SUCCESS, AND THE INITIATION OF CARDIOPULMONARY RESUSCITATION (CPR) STARTED. MULTIPLE ROUNDS OF EPINEPHRINE WERE ADMINISTERED. AFTER APPROXIMATELY 20 MINUTES THE ANESTHESIA NOTED THE PRESENCE OF BLOOD IN THE AIRWAY TUBE. IT WAS DETERMINED THAT THE PATIENT LUNG WAS INTERNALLY BLEEDING LIKELY DUE TO A PUNCTURE FROM THE CHEST COMPRESSIONS. THROUGHOUT THE ABLATION PROCEDURE, THE PATIENT EXPERIENCED THREE EPISODES OF SUPRAVENTRICULAR TACHYCARDIA (SVT), WHICH THE PHYSICIAN SUSPECTED TO BE ATRIOVENTRICULAR NODAL REENTRANT TACHYCARDIA (AVNRT). THE FIRST EPISODE SELF-TERMINATED, WHILE THE LAST TWO RESOLVED DURING PFA APPLICATION. THE PATIENT EXPIRED ON (B)(6) 2025. THE OFFICIAL CAUSE OF DEATH HAS NOT YET BEEN DETERMINED AND IS PENDING THE RESULTS OF A MEDICAL EXAMINER'S AUTOPSY. THE DEVICE IS NOT EXPECTED TO BE RETURNED, AS IT IS CURRENTLY BEING RETAINED BY THE FACILITY.